Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was the presence of foreign objects or liquids on the electrical contacts of the output connector, resulting in contact failure of the electrical contacts. As stated in the instructions for use, as a preventive measure, "use the light source only under the conditions described in, 'transportation, storage, and operating environments' and ¿specifications." Improper performance, compromised safety and/or equipment damage may result.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, the reporter exercised the socket tab multiple times, then connected a scope. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel lights were blinking. There was no patient injury, associated with the problem, reported to olympus.